Event description:
The customer reported that there was no display on the monitor.

Manufacturer narrative:
(B)(4): the customer reported that there was no display on the monitor. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.